Event description:
A customer reported that a pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with tips for preventing altitude alarms, which the caller understood and acknowledged. The customer replaced the cartridge, and the pump resumed normal operation.